Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing low laser power. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The core module was recommended to be replaced (pending agreement with the customer). The system was tested and found to meet product specifications (except for the endo-probe power output.) A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 8, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming core module. However, how or when it became nonconforming could not be determined. The manufacturer internal reference number is: (B)(4).